Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("having surgery to remove essure.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complication associated with device"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: have had surgery to remove essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("having surgery to remove essure.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complication associated with device"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: have had surgery to remove essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.